Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported a rituximab (chemo) 750mg in 345ml infusion at 46ml/hr was programmed to infuse in 3 hours but instead finished in 23 minutes. The devices were inspected by biomed, no errors were found. There was no patient harm or medical intervention.

Manufacturer narrative:
The customer¿s report of a chemotherapy infusion programmed to infuse in 3 hours finished in 25 minutes could not be confirmed. The pcu log analysis noted the infusion of the drug rituximab was programmed with a rate of 46ml/h and vtbi of 23ml. The programming indicates infusion duration of 30 minutes and not three hours. The user stopped the infusion after infusing for duration of 22 minutes. The reason for the early termination could not be ascertained for the log analysis nor is the actual bag volume known. Testing and inspection of the returned pump module found no malfunctions and to be infusing within specification. The disposable set in use was not returned for investigation. The root cause for the customer¿s reported experience was not identified.